Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp's shutdown issue. The fse could not duplicate the issue. The iabp passed all calibration, functional and safety tests. The iabp was returned to customer. The fse advised the customer about the battery run time test. The fse told the customer that the batteries must be fully charged for 12-14 hours before use. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer has reported that, while in use on a patient, the cs300 intra-aortic balloon pump shutdown. There was no patient injury or adverse event reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. There was no patient injury or adverse event reported.